Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands misfired inadvertently and fell off into the patient. The procedure was considered completed at this time. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.